Event description:
It was reported that there were fleeting cycling issues and other unexpected mechanical noise issues. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received with no apparent physical damage. Missing battery. The continuous flow was intermittent and was not present before input manifold replacement, it was discovered after the replacement and duplicated again when the original input manifold was re-installed. Device functions with a slight high-pitched noise on "nam" only as it should at mid tidal volume settings. Slight rattling from the battery compartment with a loose string found. The complaint was not confirmed. No problem found with cycling, may be intermittent. All mechanical sounds are as intended. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action was taken as the complaint was not confirmed.